Manufacturer narrative:
Follow-up #2 (B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows evidence of loss of prime warning associated with non-zero low force. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period; no loss of prime warnings were duplicated during this time period. The force sensor calibration check showed the pump is detecting the correct force. A 29 hour flow accuracy test was performed with no alarms occurring; pump passed and was found to be delivering within the required specification. Removed the pump cover; force sensor pins seated and the solder connections are intact. No evidence of contamination or cracked force sensor traces observed. An unidentified force low observed in the black box and the force sensor calibration was in specifications. The retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(4) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 600 mg/dl and was vomiting. The patient reportedly was treated at home via correction injection. The pump reportedly emitted multiple "loss of prime" warnings. The reporter denied damage to the pump or that there was a site/set or cartridge issue. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.